Manufacturer narrative:
Concomitant medical products: 310c25 tissue valve; implanted (B)(6) 2016, 305u223 tissue valve; implanted (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced chest pain. It was also reported that the right ventricular (rv) lead exhibited t-wave oversensing (twos). It was also reported right atrial (ra) lead exhibited under-sensing. The ra and rv leads both remain in use. No further patient complications have been reported as a result of this event.